Manufacturer narrative:
No additional info regarding the status of the pt or the availability of the device was made available to the MFR. In the event that additional info is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated a pt was reintubated due to a deflated 7.5 taperguard tracheal tube cuff. Although requested, no additional info was provided.